Manufacturer narrative:
The insulin pump was received with blank display due to shifted battery tube assembly. Device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, partially broken off case on battery tube area, cracked battery tube threads, stained serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was cracked. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.